Manufacturer narrative:
The company representative examined the system and recommended the footswitch be replaced. The replacement footswitch was sent to the customer. The footswitch was not returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).

Event description:
A customer reported the footswitch stopped working during a cataract procedure. The surgeon performed manual aspiration and the procedure was completed with no harm or injury to the patient.